Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the unit passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. The next test was the temperature display accuracy test using the diagnostic probe kit. The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario, however, some of segments on the value display on the front of the unit were not displaying. The neptune was shut down and started up multiple times and did not experience any interruptions. The unit functioned without interruption for approximately 6.5 hours. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The event is reported as: the customer alleges the unit shuts down during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 12/16/2009. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The event is reported as: the customer alleges the unit shuts down during use. There was no patient harm reported.